Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response, due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case on display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated just ate chocolate and was trying to bolus and got button error. Customer's blood glucose was 333 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.